Event description:
Boston scientific crm received information that this physician called technical services (ts) requesting spec sheets, manual and weight of the dextrus lead. Ts commented that we do have a weight. Physician reported that he implanted a lead in the right ventricular outflow track that dislodged. The lead was repositioned lower on the septal wall with good results. No adverse pt effects were reported. The physician believes that this model lead may be heavier and blames the weight of this lead resulting in dislodgement. Bsc ts sent an email to the bsc research and development mgr and contacted the lead's manufacturer ts. Bsc ts also sent an email to the boston scientific crm sales rep (sr) with the weights of this model type lead. If additional information should become available to our company, this event would be updated as necessary.